Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen which makes harder to read to the customer. The customer¿s blood glucose level was unknown. Customer also stated that the insulin pump had rejected new batteries, slower during the rewind and motor makes grinding noise during the rewind. The device will not be returned for analysis.